Event description:
The customer reported a leak when using the unicel dxc 600 synchron system. The customer stated the cartridge chemistry quality control results were out of range and discovered a contained reagent probe a leak with fluid on the reaction wheel cover. The customer checked for loose reagent probe fittings and syringe, and were tight. The customer was wearing personal protective equipment of gloves and lab coat. There was no report of operator exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Pn 472689, valve-solenoid was received on (B)(4) 2013 for further investigation. The investigation was completed on (B)(4) 2013. The leaking from the valve-solenoid could not be reproduced. Based on this investigation, the failure mode is unknown. The investigation of the returned part did not confirm the initial reported failure mode.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed deionized water was leaking from reagent probe a. The fse replaced reagent probe a wash collar (p/n 472689) which resolved the issue, no further leaking was observed. Identified failure mode: the failure mode is reagent probe a wash collar (p/n 472689, valve-solenoid). No erroneous test results were associated with this event. A leaking reagent probe can impact any or all chemistries, including critical chemistries. The beckman coulter (bec) internal identifier for this report is (B)(4).